Event description:
During a paroxysmal supraventricular tachycardia ablation procedure a blood leak occurred from the sheath hemostasis valve. The sheath set was removed and replaced. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device was manufactured according to specifications as supported by the receiving inspection results. Based on the information received, the cause of the reported leak could not be conclusively determined.